Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 11.6cm was returned for analysis. External insulation abrasion was noted at 6.9-7.1cm from the connector pin, consistent with lead friction to the ICD can. Reliability laboratory technician st. Jude medical crmd reliability laboratory st. Jude medical crmd reliability laboratory

Event description:
This report is to advise of an event observed during analysis.